Event description:
Device 3 of 5. Reference MFR reports 1627487-2009-00325 to 1627487-2009-00329. The pt received his scs system consisting of an ipg, two leads, and two anchors on (B) (6) 2009. It was reported that the physician planned to revise the pt's leads due to lead migration, however, the pt developed an infection and the entire system was explanted on (B) (6) 2009. The pt was put on IV antibiotics. The devices were discarded and not returned to ans for eval. F/u on the pt found that he recovered from the infection.

Manufacturer narrative:
Device 3 of 5. Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.